Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to a flattened act button dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported receiving a button error alarm on the insulin pump. Customer's wife stated that the buttons on the keypad were not working, and the act button wasn't sticking when pressed down. Customer's blood glucose level at the time of the call was not provided. No further information was provided.